Event description:
It was reported the pt had rib stimulation, instead of stimulation coverage in her back where it was needed. The sjm rep attempted to reprogram the system, but was unable to resolve the issue. F/u identified the physician explanted the pt's system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.